Manufacturer narrative:
Visual evaluation verified the customer's complaint; however,information obtained during investigation suggests the user did not adhere to the recommended activation time. The root cause of the customer's complaint is not adhering to the IFU regarding cumulative active ablation time. The failure is consistent with normal wear of the electrodes/screen and is dependent on factors that can accelerate the wear of electrodes such as using set points higher than the default settings or using the wand for an extended period of time as reported by the customer. It was reported that the wand was used 40 minutes; therefore, prolonged activation will cause the electrodes/screen to virtually deteriorate. It is also possible that during the disintegration of the screen, the tip made contact with another metallic object causing detachment and is consistent with the electrodes exhibiting jagged edges. IFU contains the following information: do not use this wand for more than five minutes (cumulative) of active ablation time at the default set point. Excessive use and/or use above the default set point can result in electrode failure or reduced device life expectancy. Do not contact metal objects while activating the wand as damage to the tip and/or shaft insulation may occur resulting in device malfunction or patient injury.

Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs wand, after 40 minutes of wand activation the wand tip gradually degraded, breaking off while inside the surgical site. The tip was retrieved and x-rays were taken to ensure that no debris was left inside the patient. The procedure was ultimately completed successfully, however these events led to a 30 minute surgical delay. There were no patient complications reported as a result of this event.